Manufacturer narrative:
The patient's race and ethnicity were not provided. However, the patient's nationality is listed as (B)(6). The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report.

Event description:
It was reported that an inclusive implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #19 (universal).. The patient returned on (B)(6)2019. After examination, the doctor noted that implant had loss of osseointegration. The implant was then removed. The patient's current condition is reported to be "fine". The patient has type iii bone quality, and has no relevant medical or dental history. There was no abnormality noted with the implant itself.